Event description:
After purchase pt used the heating pad once or twice daily for approximately 20-30 minute periods. Prior to using the heating pad, pt read the instructions for use and warnings that accompanied the heating pad with its packaging and understood them. At no time did pt ever sit on or against the pad in any way as to cause any damage to the pad. Pt always laid on their side or stomach and applied the pad to lower back area without any pressure from body or any other object applied to the pad. A month later pt plugged in the pad and placed the power switch to the "high" position to warm it up. While waiting for the pad to warm pt was standing 5-6 feet away from chair wheel watching the dogs in the yard from access door inside. After about 10 mins - 15 mins pt noticed an electical burning smell but saw no smoke. Pt looked around the room and did not see any smoke. Pt looked into the kitchen area about 8 feet away, pt returned to the living area. Pt had placed the observed that pad was the source of the burning smell and saw that the pad was melting and turning a dark brown color. Pt immediately turned off the pad switch and unplugged from the wall socket power supply. Pt picked up the pad from the chair where placed to warm up and observed that the pad had also caused a burn in the chair where placed. The incident was reported. The failed heating pad was replaced via mail within approximately 5 days. The pad received as a replacement, appears and feels as though it is overheating while in the "low" setting. Pt has discontinued use of the replacement pad and is pursuing additional conversation with the company contact.